Event description:
It was reported that while implanting this lead for left bundle branch area pacing (lbbap), the helix broke off and remained in the patient. A new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that while implanting this lead for left bundle branch area pacing (lbbap), the helix broke off and remained in the patient. A new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being submitted to update the evaluation conclusion code. With the available information, boston scientific concludes that torsional overstress during attempts to position the lead caused the helix to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being submitted to update the evaluation conclusion code. With the available information, boston scientific concludes that torsional overstress during attempts to position the lead caused the helix to break. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that while implanting this lead for left bundle branch area pacing (lbbap), the helix broke off and remained in the patient. A new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.